Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the customer has experienced difficulty when attempting to remove the spring wire guide (swg). The physician gained access, removed the needle and placed the catheter over the swg. They experienced difficulty when trying to remove the swg and it began to unravel. Additional information was received on (B)(6) 2010 from the medical intensive care unit (micu) nurse manager which stated this issue has occurred five times with three different physicians. The swg's were removed intact in four instances.